Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Customer confirmed no leaks and confirmed that a new drain needed to be set up. Lot# of the part not provided. Customer was asked to return the device for evaluation, and given information for cg labs on (B)(6). The customer made follow up, confirmed they still have the device. Qa reached out on (B)(6) to confirm if product was picked up from customer. Per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.6 cause -connection tubing kinks between y-connector and the system stopcock effect (harm) - delay in patient treatment. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Further investigation to be carried out.

Event description:
Nt821731c - customer states the following: kinked tubing will not let csf flow. If you hold it straight it drains, if you let go it goes back to its bent form and stops flow. Appears to be packaged improperly. No injuries.

Event description:
(B)(4) - customer states the following: kinked tubing will not let csf flow. If you hold it straight it drains, if you let go it goes back to its bent form and stops flow. Appears to be packaged improperly. No injuries.

Manufacturer narrative:
Follow up report 001ref to natus complaint # (B)(4). No lot number information provided. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-inoperable" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.